Manufacturer narrative:
(B)(4). The manufacturing location was unknown. Device manufacture date is unknown. (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the bearing was not functioning and defective, mechanics were seized, components were outdated and the marking was worn on the on battery handpiece device. It was further determined that the device failed pretest for function of all modes, free moving, cannulation, leakage, marking and labeling, general condition and status of development. It was noted in the service order that the device did not work properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.